Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing o-ring (reservoir tube), stained address/serial number label, missing end cap sticker and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 163 mg/dl. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was replaced and will be returned for analysis.